Event description:
A discordant, falsely low calcium (ca_2) result was obtained on the advia 1800 instrument. The laboratory repeated testing on the patient sample on the advia 1800 and obtained a higher calcium result. Both the initial and corrected results were reported. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the cause of the discordant, falsely low calcium result was due to a wash line that was not connected well. The line was replaced and qc was performed and within range. No further evaluation of the device is required.